Event description:
Pt transferred to hosp from another facility after pt called 911 and was taken to the first facility. Pt received 2 consecutive ICD shocks that were identified as being inappropriate - "noise" on 6 lead detected as a fast hr, but indicates a lead sensing problem. Pt had a new lead/generator implanted. Previous lead capped and left in position. Previous generator explanted.